Manufacturer narrative:
Patient identifier not available from the site. A site representative reported that both the 2d and 3d images showed up on the mvs with inverted contrast, white is black and black is white. When attempting to go in and select the saved images to adjust, the contrast would return to normal on the thumbnail images. It was noted that this patient had numerous retractors and metal in the field, but it's not unusual to the site's normal work-flow and this behavior hasn't been observed before. The exams were usable with navigation and transferred with normal contrast to the stealth. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the frame grabber would get disconnected every time the x-ray exposures were on and the imager folder was corrupted. The medtronic representative re-loaded the imager folder to the image acquisition system (ias) and tested the system. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that both the 2d and 3d images showed up on the mvs with inverted contrast, white is black and black is white. When attempting to go in and select the saved images to adjust, the contrast would return to normal on the thumbnail images. It was noted that this patient had numerous retractors and metal in the field, but it's not unusual to the site's normal work-flow and this behavior hasn't been observed before. The exams were usable with navigation and transferred with normal contrast to the stealth. Requested pei and pi. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.